Manufacturer narrative:
During the internal review of our files it was found that this case is a duplicate of a previous case as they refer to the same event on the same date with the identical device. Prior to this report the event was already reported under the reference number (B)(4) on (B)(6) 2021. Therefore, we will close this case file and continue the investigation within the other case file. The final assessment for the reported event will be provided within the follow-up reported under the above-mentioned reference number.

Event description:
It was reported that there was a high pitched sound and the screen went blank. It was confirmed the vent ceased ventilating the patient. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a high pitched sound and the screen went blank. It was confirmed the vent ceased ventilating the patient. There was no injury reported.